Event description:
It was reported that the customer was hospitalized with low blood glucose of 31 mg/dl. Leading to the admission, customer had no food and suspended the insulin pump to prevent low blood glucose. Customer declined to troubleshoot for low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.